Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, slight moisture damage to the keypad traces and minor scratches on the display window were noted.

Event description:
Customer reported his insulin pump alarmed button error three days ago. He was not doing anything unusual. Customer stated the error occurs quite often. There were multiple button errors in the device history. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. His blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.